Event description:
It was reported that pump experienced malfunction when battery was low. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction code without it recurring, and was advised to continue using pump and to call back if malfunction happened again, which customer acknowledged and understood.